Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had device explanted but could not have the lead removed due to an unspecified surgical complication during explant. Tss asked, caller did not know additional info. Tss reviewed relevant MRI info.